Event description:
It was reported that pump displayed malfunction code while customer was driving, and no notable events occurred before malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.